Event description:
Rptr's problems started over 10 yrs ago. She now has breathing problems. She struggles to walk and climb stairs or reach above her head. She gets fevers often. Her skin is blotched, and she has had cancer spots removed. She has blurred vision. She has pain and "illness". Explantation surgery is scheduled for 8/14/95.